Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the site, which cause the patient blood glucose elevated to 162 mg/dl. The infusion set was in use for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.